Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level was 300 mg/dl. In addition it was reported that the pods needle had retracted upon initial activation.

Manufacturer narrative:
The device was received with the cannula assembly deployed and the needle failed to retract. The download data reported an 0x34 interruption/reset alarm. The pod was successfully connected to a master pdm and a 5u test bolus was run; the device generated an 0x14 alarm and timeout. Damage was found on the slide retract, indicating improper installation of the formed needle, which was not seated in the slide retract. These issues resulted in the formed needle failing to retract. No damages or manufacturing deficiencies were found that would prevent the delivery of insulin.